Manufacturer narrative:
(B)(4) 2014. This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. The customer service engineer evaluated the device and confirmed the damage. The device was repaired by battery pca replacement, passed all performance assurance tests, and was then returned to the customer. Conclusion: the damaged battery pins are not considered a malfunction. The issue is resolved. This complaint does not indicate an emerging problem or systemic issue. None requested. None warranted.

Event description:
The customer reported that the battery pins on their device were damaged and that the device would not detect batteries. There was no report of patient involvement or that the unit failed to power up.